Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy due to atrial fibrillation (af). A code 1007 was recorded, related to charge time exceeded. The device is at end-of-life stage. The family did not want the device to be replaced as the patient is elderly. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.